Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he doing a set change and the insulin pump alarmed motor error during prime. Customer's blood glucose was 156 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump received with minor scratched display window and cracked reservoir tube lip.